Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that finger scanner doesn't register fingerprint. Field service engineer confirmed that there was no issue with biometric scanner. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system finger scanner doesn't register fingerprint, which caused delay in dispensing the medication. The customer indicated that users require the ability to input their password via the touchscreen. Currently, they are compelled to repeatedly press the cancel button without success. The entire process of accessing the pyxis took approximately 10 minutes. There were no adverse events or injuries reported based on this event.